Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Upon seeking assistance, the customer was advised by technical support to try several troubleshooting steps, but none were successful in activating the pump. A red led was noted to be blinking, and the pump was vibrating periodically. Reportedly, customer reverted to manual injections for insulin therapy.